Event description:
Segms showed high ventricular rate episodes due to noise on the ventricular lead. High rate events began collecting in february 2006 and new events were seen at subsequent follow- ups. Arm movements in multiple positions did not reproduce the noise. Measured r-waves were 2.0 mv bipolar and 7.0 mv unipolar. The egm configuration was changed to v-tip to case and the ventricular sensing was changed to 4.0 mv, unipolar tip to case with no further noise or oversensing.